Event description:
The following has been reported: "during injecting the drug, the end time of injection was found to be inconsistent with the set time." Reporting due to the referenced issue as a conservative measure (dosage that differs from that which was prescribed; currently unknown whether it was an underdose or overdose based on current known information). No adverse event was reported. More information is needed to complete the investigation.